Event description:
It was reported that the patient was experiencing having to charge her ipg almost constantly. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned per facility policy.

Manufacturer narrative:
Date of event: exact date unknown, event occurred over the last several months, based on the date the manufacturer became aware of the event.